Event description:
It was reported that the patient underwent an initial hip arthroplasty. Subsequently, a revision surgery was performed due to dislocation surgeon performed a head and bearing exchange.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The following sections were updated: b4, b5, b7, d2, d10, g4, g7, h1, h2, h3, h6, h10. Report source: foreign - event occurred in australia. Product has been returned to biomet UK ltd for evaluation and forwarded to the product evaluation complaints engineer for investigation. An active articulation e1 bearing and a 28 mm biolox delta femoral head were revised after approximately 2 years and 6 months due to dislocation of the e1 bearing. Observations of adverse wear and damage on the revised components, as well as the evaluation of the provided radiograph, confirm that the bearing had dislocated from the shell in vivo, causing the ceramic head to articulate against the concave surface of the metal acetabular shell. However, the reason for the dislocation could not be determined with the available information and further radiographic, surgical and patient information is required. The zper provided with the complaint mentions that patient details (such as height, weight, age, bmi, activity level, pre-existing conditions) have not been provided due to country regulations. The zper mentions that the standard surgical procedure for the g7 dual mobility system was followed, however surgical reports have not been provided. The instructions for use 5400000274, rev a provided with the biolox delta femoral head and the active articulation e1 bearing provide the following guidance: warnings: improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure. Accepted practices in postoperative care are important. Failure of the patient to follow postoperative care instructions involving rehabilitation can compromise the success of the procedure. The patient is to be advised of the limitation of the reconstruction and the need for protection of the implants from full load bearing until adequate fixation and healing have occurred. Excessive, unusual and/or awkward movement and/or activity, trauma, excessive weight, and obesity have been implicated with premature failure of certain implants by loosening, fracture, dislocation, subluxation and/or wear. Loosening of the implants can result in increased production of wear particles, as well as accelerate damage to bone, making successful revision surgery more difficult. The manufacturing history records (mhrs) for the femoral head and e1 acetabular bearing have been checked and verify that both components were manufactured and sterilized correctly. A review of the complaint database over the last 3 years has found 3 similar complaints reported with item 650-1158. The root cause of the re-dislocation of the e1 bearing could not be determined in this instance without further radiographic, surgical and patient information being provided. Risk assessment: the event reports revision due to dislocation. For item 650-1158, risk management report document the estimated residual risk associated with the reported event. For risk assessment related to ep-200150 refer to linked complaint. The assessment of the provided products and radiograph could not determine the root cause or reason for the dislocation. Therefore a line for a specific hazard could not be selected. However, the harm of dislocation is listed as a potential outcome of a number of hazards associated with this device. The severity of dislocation is considered moderate. Therefore, the outcome of this complaint is considered to be in line with the severity score for dislocation. Since a hazard could not be selected the occurrence can not be compared to a specific score. Total sales for item 650-1158 are 8767 over the period (B)(6) 2017 to (B)(6) 2020. Complaint search for item 650-1158 over the same time period identified 3 similar complaints. Corrective action taken: no corrective or preventive actions are considered necessary at this time. Preventive action taken: no corrective or preventive actions are considered necessary at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted. Concomitant medical products: medical product: act artic e1 hip brg 28x44mm, catalog #: ep-200150, lot #: 727360. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty. Subsequently, a revision surgery was performed. Surgeon performed a head and bearing exchange.